Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer.

Event description:
The patient reported they had not been able to recharge, was seeing a 3.2 error message, and had communication issues. It was reported the device was in over-discharge due to recharge coupling. The patient was battling cancer and the device was not addressed for 4 years. On (B)(6) 2014, the patient was scheduled to have their battery replaced. An attempt was made to recover the device from over-discharge but was unsuccessful. The patient noted their battery only lasted 2 years and was reported to have depleted prematurely. The patient requested a non-rechargeable device because after their mastectomy their shoulder froze and they are now unable to reach around to charge the device. No outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received stated that the patient had their stimulator replaced on (B)(6) 2014. The manufacturer¿s representative (rep) tried to interrogate the patient¿s device pre-operatively but wasn¿t able to get any telemetry to diagnose or troubleshoot. At the time of the report the patient¿s outcome was unknown but the patient was scheduled for a post-operative visit the following week. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.